Event description:
It was reported that the patient's ipg was non functional and had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded.